Event description:
New information received notes that when the patient presented through merlin.net transmission for follow-up, noise was detected as two vf episodes. Patient did not receive inappropriate therapy. Noise was varying in amplitude and occurred after qrs complex. Chest x-ray was obtained and it was unremarkable. Lead replacement was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy due to noise oversensing. Further tests and lead replacement was recommended.

Manufacturer narrative:
Final analysis found a partial lead with the connector pin measuring 5.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.